Event description:
The voice prosthesis was inserted in the patient. On (B)(6) 2020, a patient was converted from the provox 10 mm voice prosthesis to a blom-singer 10 mm voice prosthesis. On (B)(6) 2020, the patient had a severe coughing fit and the voice prosthesis was dislodged and aspirated into the left main bronchus. The voice prosthesis was removed under general anesthesia. The patient recovered.